Event description:
Same case as MDR ID 2134265-2013-03435, 2134265-2013-03434. It was reported that during an intravascular ultrasound (ivus) procedure, pullback failure occured. While using the ilab ultrasound imaging system, the mdu stopped rotating and the physician was unable to perform automatic pullback. It was not known if manual pullback was performed. The procedure was completed without ivus. No patient complications were reported and the patient is in a stable condition.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the product was received in good condition with no visible external damage or defects observed. The mdu was functionally tested and met specifications. In addition to the functional test, the unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed . (B)(4).